Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey in the last 12 months, 8 patients had foreign body sensation. It was also reported that this sensation has indeed developed a granuloma at the surgical suture site.